Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported tremors starting on (B)(6) 2016.